Manufacturer narrative:
H4: the lot was manufactured june 29, 2022 to june 30, 2022. H10: one actual device was received for evaluation. The unit contained 245 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume infusor. There was no fluid flow observed through the administration tubing after removing the blue winged luer cap. This issue was further described as, ¿no liquid flew out of the pipe after removing the blue sealing cap¿. The issue occurred during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.